Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 28jan2019 to assess the instrument test well image and instrument in question. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019.